Manufacturer narrative:
It was reported that the ipg has reached end of life with a yellow warning on the remote control and feels no stimulation. The complaint was confirmed. The device was in service for two months which is shorter than the estimated longevity of five months based on the device programs energy use index. From the data logs, it appears there was a sudden decrease in the battery voltage from 2.877v to 2.742v in a one hour period on timestamp 51871435. High voltage (vh) turned and remained a low state but there was no device resets during this time period. The lab analysis of the device did not reveal any anomalies. The patient had earlier a lead revision where an electrocautery was used. Exposing to high-voltage transients or high rf energy would likely be the source of the sudden voltage drop resulted in early battery depletion.

Event description:
A report was received that the patient's ipg had reached it's end of life and loss of stimulation after being implanted for only 2 months. Bipolar electrocautery was used during a previous lead revision surgery which could have compromised the ipg. The ipg was explanted and replaced with a new one. The patient is doing well following the procedure.

Event description:
A report was received that the patient's ipg had reached it's end of life and loss of stimulation after being implanted for only 2 months. Bipolar electrocautery was used during a previous lead revision surgery which could have compromised the ipg. The ipg was explanted and replaced with a new one. The patient is doing well following the procedure.